Event description:
Disassembly of the prosthetic implant on (B)(6) 2021, worn. Operated on (B)(6) 2021. Very severe metallosis with "pseudotumor"; wear of the femoral collar. Stem and head explanted and re-implantation of new components.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: cat # mmh-9988-0048, lot # fm61492, description: mitch trh md hd sz 48+0, manufacturer: depuy. Device evaluated by manufacturer? Not returned to the manufacturer.